Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on march 11, 2024. The explanted device was received at the company on march 29, 2024 and is currently undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was sliced by the proximal end of the tubing and the electrode was kinked. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires by the proximal end of the tubing. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues. Revision surgery will be scheduled.